Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be moisture on the pump head module (phm) channel. To correct the condition, the air in line (ail) verification was performed and passed. After ail verification the phm channel was cleaned and dryed. No further action is required. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician "moisture on the phm channel" was reported. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.